Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm but it was resolved by changing the reservoir. The customer's blood glucose was 111 mg/dl at the time of incident. The customer performed plunger push with new infusion set but the insulin did not exit. The reservoir will be returned for analysis.